Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for unspecified microbes (1 ufc/ endoscope). The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The suction channel: staphylococcus coagulase, klebsiella pneumonia and citrobacter freundii (3 ufc/ channel) the instrument channel: citrobacter freundii and klebsiella pneumonia (48 ufc/ channel) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.